Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The main coil, introducer sheath and the delivery wire were returned. The main coil and the delivery wire were not interlocked, and the twist lock was opened. Blood was noticed inside the introducer sheath. The main coil was stretched, and the interlocking arm was detached. The functional test could not be performed since the main coil and the delivery wire were not interlocked.

Event description:
Reportable based on device analysis completed on (B)(6) 2022. It was reported that the coil got stuck and stretched. The target lesion was located in the moderately tortuous iliac artery. A 10mm x 40cm interlock-35 was selected for use. During the procedure, it was noted that the coil got stuck in the distal part of the catheter. When it was pulled once, resistance was felt, and the coil got unraveled. The coil was removed together with the catheter and the procedure was completed with another of the same device. There were no patient complications reported. However, device analysis revealed that the interlocking arm was detached.